Event description:
It was reported to philips that the flexvision pc of the azurion device was unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. Review of the system log file showed that a flexvision screen is blank and system was rebooted three times with no improvement. The fse replaced the failing flexviewing pc, reloaded software and new license file. After replacement of the flexviewing pc and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.